Event description:
The customer reported that during set-up, an error code displayed on the system. The case was cancelled. The pt was not in the operating room. There was no pt involvement or injury.

Manufacturer narrative:
The co svc rep examined the system and was able to confirm the error code problem. He replaced the fluidics module and then performed a preventive maintenance on the system. The fluidics module was returned for investigation. The module was installed into a test system and the error code was duplicated. The root cause of the reported error message is a known issue and has been attributed to the poron washer. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The system software checks for irrigation/vent valve operation and reports failures are error messages which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. A CAPA was opened to address this issue. This issue was determined to not be safety related. As part of the CAPA, alcon is in the process of evaluating and implementing an alternate material to improve the life of the poron washer. This report mailed in to FDA on: 05/16/2008.